Event description:
It was reported that the patient presented for follow up with the recorded episodes of inappropriate automatic mode switch. The episodes were attributed to far r wave over-sensing exhibited by the implantable cardioverter defibrillator. The patient was symptomatic to asynchronous pacing. Programming interventions were made in clinic. The patient was stable.